Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted keypad replaced due to unresponsive keypad causing the device unable to turn on. As found software version 9.33.1.2, as left software version 9.33.1.2. A review of the device history record showed the device had a manufacture date of 23sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (won't turn on/ off). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1120033 pcu unresponsive keys.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
Corrected d8 & e3 to align with parent record. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted keypad replaced due to unresponsive keypad causing the device unable to turn on. Root cause: based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (won't turn on/ off). Device history review: a review of the device history record showed the device had a manufacture date of 23sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 : device received with completed investigation.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.